Event description:
It was reported to depuy acromed via general counsel that a pt underwent surgery in 2001 with one or more of depuy acromed products. According to the complainant, depuy acromed "screws, nuts and torque wrenches" were used. During surgery, one of the two surgeons "bumped the spinal cord" of the pt. The pt is reportedly paralyzed. The part and lot number info was not available.